Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the external pedals were causing an m-12 error and replaced both monopolar and bipolar pedals. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of error m-12 is due to the activation was already requested when the integrated electrosurgical unit (iesu) or erbe was powered on or when module was connected.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the clinical sales representative (csr) contacted the technical support engineer regarding energy continuing after the external monopolar foot pedal had been released. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: during a surgical procedure involving the preparation of the peritoneal flap in an etep hernia repair, a laparoscopic monopolar hook was used with the monopolar cautery set to level 4. An unintended energy discharge occurred, affecting an area not intended to be cauterized. However, the operation of the instrument was promptly ceased, and no patient injury or harm was reported.